Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that an unknown event occurred "post sc" to the patient. It was later reported from the international business center via email 01apr2020 that photos were received from the complainant and the photos aligned with other similar complaints of difficult to deflate during pretest.

Event description:
It was reported that an unknown event occurred "post sc" to the patient. It was later reported from the international business center via email 01apr2020 that photos were received from the complainant and the photos aligned with other similar complaints of difficult to deflate during pretest.

Manufacturer narrative:
The reported event was inconclusive due to a poor sample condition. Based on the attached photo, it was observed that the sample was still inflated. It looked like the catheter had a sac close eye issue, however, full investigation could not be performed based on the attached photo. A potential root cause for this failure mode could be user related (example: over aspirated, incorrect syringe)/ collapse lumen/ sac close eye/ valve damage. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "to deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be served. If this fails, contact an adequately trained professional for assistance, as directed by hospital protocol." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.